Event description:
In november 2004 after 5:00 pm customer service manager was contacted by phone by a FDA office in dallas district office regarding an incident with a patient in hospital three days later was fully aware about this incident when FDA supervisor called in to notify that several days ago there was an incident with a patient hospitalized. At that time the patient was under the care of an anesthesiology. The airway tubing that was used- air wat adapter, after complications begin it was discovered that the plastic connector which connected to reservoir bag at the tee piece was occluded by a plastic membrane. Since then they had found several of the plastic device occluded.